Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the last 2 or 3 months the patient had horrific stimulation in their right lower buttock, later in the call the patient said about 4 months ago. Patient had turned the device off and on and tried to gear it back up and the same thing happened. Patient said the device had never helped their symptoms and their incontinence had gotten far worse. Patient was an rn and did not know why. Patient felt that maybe one of the wires had migrated. Patient went to cross their legs in church and it was like a sharp shock in their lower buttocks almost where their leg meets their buttocks. Patient could not uncross their legs, they had a challenge sleeping and they could not get comfortable in a chair. Patient tried 2 different programs but they were still feeling the stimulation in the wrong location. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Recommended trying the other programs.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (b)(6# serialimplanted: (B)(4) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.